Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is unable to communicate with her ipg. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.